Manufacturer narrative:
The user reported receiving a glucose suspend alert on 07 june 2025, day 11 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation analysis showed no issues with sensor chemical performance. A review of the raw sensor data revealed low modulation in all four signal channels; however, this could not be reproduced during in-house testing. This may occur in cases where the failure mode that presents itself in the body is not reproduced in the lab, such as in the in vivo state of the sensor hydrogel. A review of dms data revealed that glucose was blinded due to low-confidence calibrations detected by the system's self-checks, and, per design, the system triggered the glucose suspend alert. In an associated case, the user also reported an infection at the sensor insertion site (reported under MFR # 3009862700-2025-00943) and was prescribed cephalexin 500 mg for seven days. It is likely that the infection potentially impacted sensor performance. As part of resolution, the user was offered a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 june 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.